Event description:
For a 200j setting, it was reported that the device would charge 145j and drop out. The device had a service indication and a fault code logged in the memory. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control advised performing defibrillator calibration and provided service manual parts information.